Event description:
It was reported that there are lines on the images. The probe passed the assessment test. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to service facility for evaluation. During evaluation, the reported issue of there are lines on the images was confirmed. The prevue ii and probe were evaluated, function properly, and are comparable in a side-by-side observation with a test prevue ii and probe. There is no root cause as the issue could not be reproduced.